Event description:
My problems started in 2001, when I noticed that my right breast seemed to disappear under my armpit when I lay down, I tried to seek advice from the hosp where I had my first consultation of breast implants in 1997, followed by implantation in 1998. I tried for 4 years to get the doctors to believe that there was something wrong with the implant. I 'd had mammograms and scans, all, said everything was fine. In 2003, I had an unexplained neurological event, slurred speech, vertigo, dizziness and all of which lasted for three weeks, an MRI scan didn't reveal anything and I was sent on my way, I rec'd physio for the weakness that was present in my right arm. In late 2004, I went to my gp complaining of pain in both my hands and wrists and was referred to an orthopedic surgeon who said I had carpal tunnel syndrome. The feeling of unwellness grew and grew. I was eventually seen by a plastic consultant and was diagnosed with a ruptured implant which was explanted and the chest cavity cleaned out and another implant put in its place. I hadn't at this stage connected the ruptured implant to my feeling of unwellness. Following this procedure in 2005, I began with flu like symptoms, I was so breathless that I was unable to hold a conversation, I was later diagnosed with emphysema, and this was put down to me having asthma and at the time of a smoker -now a non-smoker-. I also had the most painful joints imaginable, walking was very much an effort. I then began the night sweats, every night I would wake, soaked to the skin, it was like I had just taken my clothes out of the washer and put them on. I was diagnosed as having hyperthyroidism and had to be treated with medication. I became irritable, lethargic and also began having swallowing difficulties and eventually had to have liquid food for a while as this didn't make me vomit. In approx eight months later, my left breast became rock hard and again, I saw another plastic surgeon who because I wanted to challenge the effects of silicone, only wanted explant both implants. Eventually, he agreed to explant the left breast implant and replace it. In early 2005, I underwent a decompression of the carpal tunel in my left hand, and my god did things get worse, I have within the last 5 weeks undergone the removal of part of my left elbow, surgery also on my right arm, and I am now waiting to have 4 bones removed form my left hand and a metal plate inserted. Product was destroyed by the hosp decontamination services, but I was also given three other reasons as to what happened to the explanted implant during the cleaning process, and of which none fit. Dates of use: 1998 - 2005. On 1998 - 2006. Diagnosis of reason for use. Breast augmentation.